Event description:
A customer reported a b30 error code occurred while preparing the evis exera iii xenon light source with the digital light source cable before an unspecified procedure. There were no reports of patient harm due to the event.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing of the returned unit, the reported b30 light source error was not replicated; however, a failure of the main lamp on/off operation was observed, and the top cover was dented. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.